Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the coil cap of 3 large volume infusors separated from the housing. These events were observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to g5: PMA/510k #: k071222 (previously na). Additional information was added to h3, h4 and h6. H4: the device was manufactured from august 26, 2019 - august 28, 2019. H10: three (3) actual devices were received for evaluation. A visual inspection was performed using the naked eye noted the yellow coil cap had separated from the housing. The direct cause of the separated coil cap condition was due to malformed housing. The reported condition was verified. The cause of the malformed housing was due to extreme heat temperature during shipping. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.